Event description:
It was initially reported that the patient experienced telemetry issues and the implantable neurostimulator (ins) was in an overdischarged state. Patient compliance was noted as the primary reason for overdischarge. The patient last recharged and felt stimulation in early (B)(6) 2011. Additional information received reported this was the third overdischarge for the ins. The patient had many health issues and was frequently hospitalized. The ins was replaced with a non-rechargeable device due to poor recharge compliance due to multiple medical conditions. The patient was doing well.

Manufacturer narrative:
Product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2010; product type lead; product ID 37752, serial # (B)(4); product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37082-40, serial # (B)(4), implanted: (B)(6) 2010; product type extension; product ID 3487a-33, lot # v012001, implanted: (B)(6) 2010; product type lead; product ID 3487a-33, lot # v442465, implanted: (B)(6) 2010; product type lead.